Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis not able to confirm the reported event; the rf (radio frequency) head was able to interrogate devices with no issues found. The rf head cable was found twisted but functional. (B)(4).

Event description:
It was reported that the radio frequency (rf) head was unable to interrogate. It was noted that replacing the rf head resolved the issue. The rf head has been returned for repair and calibration. No patient complications have been reported as a result of this event.